Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0bcw6, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient was playing "sports" and fell in (B)(6) 2015. Since that time, "stim" had not worked. The doctor confirmed that the implantable neurostimulator was " not working at all" a "few days" prior to the call. It was stated that the device was "faulty." No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.